Manufacturer narrative:
Review of surgical images shows no definitive signs of full thickness arcuate on procedure #: (B)(4). No further clinical follow - up required.

Event description:
On (B)(6) 2025, while cas was on-site for surgery support, doctor (B)(6) reported full ak thickness following procedure ID#: (B)(4).

Manufacturer narrative:
Review of surgical images and video show no patient movement or definitive signs of a full thickness arcuate perforation on procedure #72. Perforation may have occurred during the intraocular surgery portion of the procedure when opening the arcuate incision. System functioned as designed. Communications were sent to the surgeon to inquire on how the patient was doing post-op but a response was not provided. No further clinical follow: up required.

Event description:
On 06/12/2025, while cas was on-site for surgery support, doctor (al25024-c21u) reported full ak thickness folslowing procedure ID #72.

Event description:
On 06/12/2025, while cas was on-site for surgery support, doctor (al25024-c21u) reported full ak thickness following procedure ID #72.

Manufacturer narrative:
Review of surgical images shows no definitive signs of full thickness arcuate on procedure #72. Communications were sent to the surgeon to inquire on how the patient was doing post-op but a response was not provided. No further clinical follow: up required.